Event description:
It was reported that the patient underwent imaging of the implantable cardioverter defibrillator (ICD) system that demonstrated vegetation at the distal tip of the right ventricular (rv) lead. The patient was admitted to the hospital and medical staff were assessing the patient's condition before deciding whether to remove the system. No additional adverse patient effects were reported.

Event description:
It was reported that the patient underwent imaging of the implantable cardioverter defibrillator (ICD) system that demonstrated vegetation at the distal tip of the right ventricular (rv) lead. The patient was admitted to the hospital and medical staff were assessing the patient's condition before deciding whether to remove the system. Additional information received indicated the patient underwent removal of the ICD system. No additional adverse patient effects were reported.

Event description:
It was reported that the patient underwent imaging of the implantable cardioverter defibrillator (ICD) system that demonstrated vegetation at the distal tip of the right ventricular (rv) lead. The patient was admitted to the hospital and medical staff were assessing the patient's condition before deciding whether to remove the system. Additional information received indicated the patient underwent removal of the ICD system. No additional adverse patient effects were reported.